Event description:
On (B)(6) 2013, the reporter stated that the needle detached into his body during injection. Additional information received on (B)(4) 2013: the consumer stated that on (B)(6) 2013, the consumer visited the kings daughters hospital where x-rays were taken to locate the needle. The consumer was discharged home. Second visit was to (B)(6) where an MRI was performed to find the needle. An antibiotic was administered and the consumer was discharged home.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation, a supplemental will be completed and potential root cause will be determined. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off.